Event description:
In 2009, the pt stated that, while removing the insulin cartridge from his infusion device, the plunger remained attached to the piston rod in the cartridge chamber. This resulted in the entire cartridge of insulin spilling into the cartridge chamber. During troubleshooting with a company rep, the plunger was detached from the piston rod. Proper removal of the insulin cartridge from the chamber was reviewed with the pt. The pt did not report blood glucose concerns related to this issue. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.